Event description:
A customer contacted beckman coulter inc. (Bci) stating that they noted a noise from the cta (closed tube aliquotter) and observed liquid spilled from dropped aliquot vessels inside the instrument. No personnel were exposed to the leakage.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site and found bubbling sound coming from exhaust tube on the vacuum pump. Fse repositioned tubing to eliminate noise and reinstalled fallen cta (closed tube aliquotter) vessel waste chute.